Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was noted to be unresponsive. There was no impact to the customer's blood glucose level. Despite charging the pump for over an hour, the pump remained unresponsive. Reportedly, the customer has manual injections available as alternate insulin therapy.